Manufacturer narrative:
Customer reported that they were unable to access a pyxis anesthesia es system. Customer did not specify the length of the delay to patient care. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device; the cause of this malfunction was determined to be the user's permission. The customer was able to resolve the issue by granting the user the required permissions.

Event description:
Customer reported that they were unable to access a pyxis anesthesia es system. Customer did not specify the length of the delay to patient care. Patient or user harm was not reported.